Event description:
The issue was identified during evaluation at bench repair. During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.